Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect, including a loss of bladder control. The patient had an epileptic seizure in (B)(6) 2010 and fell on a tile floor. Following the fall stimulation stopped working. The hcp wanted to take an MRI to determine the cause of the symptoms, and the patient stated she had already had to mris in the past. The patient stated she had six infections in (B)(6), and the loop recorder and pain stimulator had been removed. It was unclear if the device was removed as a result of the infections or to facilitate an MRI. Additional information has been requested, but was not available as of the date of this report.